Manufacturer narrative:
This report is submitted on february 1, 2021.

Event description:
Per the clinic, the patient experienced pain and swelling at the implant site resulting in poor magnet retention. Attempts were made to resolve the poor magnet retention, but the issue could not be resolved. The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.